Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the patient was hospitalized for chest pain. A 2.75 x 12 mm xience xpedition stent was implanted in the distal right coronary artery to treat the 95% stenosis. The patient was discharged on (B)(6) 2014. In (B)(6) 2017 and (B)(6) 2018, the patient was re-hospitalized with a recurrence of angina. No investigations were done to check stent patency. Medication was given on both occasions and the patient was discharged with improvement after an unspecified amount of time. The relationship between the recurrence of angina and the implanted stent is not known. No additional information was provided.